Manufacturer narrative:
Other applicable components are: product ID: 8870, serial# unknown, product type: software, product ID: neu_unknown_prog, serial# unknown, product type: programmer. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s managing physician / healthcare provider (hcp) via a company representative regarding a patient who was currently receiving v baclofen with concentration 500 mcg/ml at a dose rate of 204.1 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that a bridge bolus programming error occurred. The hcp refilled the pump approximately 3.5 hours ago and the drug concentration was changed, but the hcp did not change the drug concentration in the programmer, so the bridge application did not default and a bridge bolus was not done. The new baclofen concentration was 2000 mcg/ml with a dose rate of 204.1 mcg/day. The patient was in flex programming. It was noted that the patient was coming back to the clinic to correct the programming. Calculating the amount (ml) of old drug infused and subtracting this volume from the total tubing volume (ttv) and doing a modified bridge bolus to complete the bridge bolus (priming bolus) was being considered. Calculations were being considered. The ttv was calculated to be 0.0219ml delivered (0.412ml 3.5hr x 0.00626ml/hour). The remaining ttv was 0.3901ml. It was discussed at the time of the report if the times changed and or if a flex bolus was delivered to calculate this volume in the fluid delivered for accurate calculations. No patient symptoms were reported. Regarding if there was a sudden or gradual change in therapy/symptoms, this was indicated as not applicable. On (B)(4) 2018, the company representative called back with the managing physician and a nurse. The volume infused was 0.8817ml over 4.5 hours with a 30 mcg bolus. The programming was corrected and a priming bolus (modified bridge bolus) was done. As per the pump logs provided, the pump was administering baclofen with concentration 500.0 mcg/ml at a flex dose rate of 204.14 mcg/day as of (B)(6) 2018 13:54. Also per the logs, the pump was administering baclofen with concentration 2,000.0 mcg/ml at a flex dose rate of 199.6 mcg/day as of (B)(6) 2018 18:13. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6) pounds is an approximate weight. Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) UDI#: (B)(4)product type software; product ID (B)(4) serial# (B)(4) UDI#: (B)(4) product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The serial number of the clinician programmer involved with the bridge bolus programming error was nhf030054n. The serial number of the software card used in conjunction with the clinician programmer was (B)(4). Regarding the cause of the bridge bolus programming error, it was noted that the dose was changed but the bridge bolus was not added. The patient did not experience any symptoms. The patient¿s weight at the time of the event was approximately (B)(6) pounds.